Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump did not properly give an empty cartridge alarm. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the pump have a low cartridge alarm on (B)(6) 2012, at 1:20 am. However, while attempting to prime the pump, the patient indicated that he did not realize that the cartridge was empty. The patient alleged that he did not get an empty cartridge alarm or any other alarm since obtaining the low cartridge alarm. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump did not properly give an empty cartridge alarm. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the alarm history revealed several replace cartridge alarms had occurred after the alleged event date. All history from the date of the alleged event had been overwritten due to continued patient use. On testing, pump powered on to the verify screen with operable auditory and vibratory alarms. An ez-prime function was successfully performed. A replace cartridge alarm was generated with the pump responding appropriately with visual and audible warnings and was correctly recorded in the pump's history. The pump was exercised for 24 hours without malfunctioning. The pump was evaluated and found to be operating within required specifications.